Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify heating up anomaly due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was received with the case cracked behind the pump at the corner of the belt clip rails, case cracked behind the pump near the battery compartment and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had airline cracks outside the battery compartment and also stated device was heating up. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.